Event description:
It was reported that, "no injury or event, just normal poly wear since original surgery was 17 years ago." The exact implantation date was not provided, however, it was indicated that the reported device was implanted in 1993.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The patient decided to keep the device. The device information, medical records and x-rays were requested, but not provided. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.